Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18700. It was reported one of the patient's s1 leads migrated after the patient fell. Surgical intervention took place in which the lead was explanted and replaced to address the issue. It is unknown which s1 lead migrated therefore both s1 leads are being reported.

Manufacturer narrative:
Date of the event is estimated.